Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a power on failure, a malfunction of the emergency lamp, a malfunction of the panel, a faulty thermo switch, a faulty main board, a faulty periphery of the lamp, a faulty xenon lamp ignitor, or a faulty converter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6) medical university. The device has not been returned to olympus, however a field service engineer was at the customer site and confirmed the customers allegation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera pro xenon light source lamp does not light. It was reported that there was no patient injury during the procedure.